Manufacturer narrative:
Result: damage footboard connector.

Event description:
It was reported by service report that there were no controls on the footboard. No patient involvement or adverse consequences were reported.